Manufacturer narrative:
Investigation of this event is ongoing, pending device return for evaluation.

Event description:
During a transfemoral tavr procedure, there was a commander delivery system balloon leakage. Arterial access was obtained via percutaneous approach. The 14fr esheath was inspected, flushed and inserted without difficulty. A 26mm sapien 3 valve inspected, prepped and crimped onto commander delivery system, per IFU. Nominal volume 23ml. Delivery system inserted and valve alignment performed without difficulty. Delivery system tracked around the aortic arch and positioned into the aortic annulus with the base of the center marker at the base of the native leaflet cusps. Rapid ventricular pacing was initiated, and the valve was deployed with full volume from the inflation device. Even with full volume out of the atrion, the valve was not fully deployed and a large waist was seen on the valve frame under fluoro. Moderate to severe paravalvular leak (pvl) was noted on tee, and the patient was hypotensive. A moderate amount of air was noted in the left ventricle on tee. A second atrion was opened, and the stopcocks were inspected for cracks or leaking. A 25ml was added to the second atrion, and the valve was post dilated under rapid ventricular pacing. Again, volume was noted to be lost from the second atrion. The first delivery system was removed, and a second delivery system was prepped to nominal volume 23ml. A third post dilation was performed under rapid ventricular pacing, and trace to mild pvl was noted on tee. The patient was hemodynamically stable at this time. The delivery system and esheath were removed and hemostasis was achieved. On the back table, the first delivery system was flushed and again inspected. A leak was noted at the transition between the purple rubber section where it shows nominal volume, and the balloon shaft itself.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The delivery system was visually inspected and the following was observed: upon removal of the y-connector strain relief, a break in the balloon shaft was found. With the strain relief in place, a leak was observed during balloon inflation as fluid was observed underneath the strain relief distal to the y-connector. The outer diameter of the balloon shaft was measured just distal to the break and was found to meet the specification. No other abnormalities were observed. A device history record (DHR) review performed did not reveal any issues that could have contributed to this complaint. No other complaints for leakage in the delivery system were found for this device lot number. The complaint for delivery system leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause the damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. The root cause has not been determined at this time. Due to the severity associated with the complaint, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. It should be noted that in this case the valve initially was partially deployed and subsequently fully deployed with post dilation. There was no consequence to the patient.